Event description:
Customer reported the insulin pump alarms off no power and unexpected restart after each battery change. Customer's blood glucose was 109 mg/dl. It was noted the device had alarmed unexpected restart at least four times in one day. Customer reported a temp basal was not programmed before the unexpected restart alarm. The device also alarmed external ram crc error. Alarm did not occur during rewind or prime sequence. Customer was advised to remove the reservoir and to perform rewind process. Normal bolus was programmed into the air; amount was recorded in the bolus history. Temp basal was not programmed before the alarm occurred. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.